Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt in the following day to obtain/verify the information. The pt obtained a 167 mg/dl at 8:30 am and ate 1 pancake and scrambled eggs. They went to the bank and returned home around 10 am. They obtained a 375 mg/dl at 10:30 am and administered 5 units of humalog. They confirmed that they had no symptoms prior to taking insulin. Pt takes 40 units of lantus at bedtime and 5 units of humalog during the daytime if their blood glucose level is above 300 mg/dl. Within 1/2 hour on the insulin injection they started feeling sleepy. They decided to take a short nap instead of eating lunch. Their family member noticed that they did "not look right" and decided to get help from the apartment manager. The manager contacted 911 and within minutes the ems arrived. They were described as not breathing correct, unconscious and unable to respond to the ems. A result below 26 mg/dl was obtained on the ems meter. They were administered "sugar water" and transported to the hosp. Since they regained consciousness on the way to the hosp, they were given a sandwich, juice milk, ice cream, and jello at the ER. They were released 4 1/2 hours later with a blood glucose level between 300 mg/dl and 400 mg/dl. The pt is on medication for high blood pressure and high cholesterol. The customer service agent verified that the pt was using correct testing techniques and had test strips, which were in good condition. The csa was unable to walk the pt through quality control testing, as the control solution had expired. The meter, test strips, and control solution were replaced. The pt obtained a 375 mg/dl, without experiencing any symptoms associated with high blood glucose, take insulin based on the results, lost consciousness, and received treatment of hypoglycemia. The reading did not match the pt's state. Based on the available information it is not clear if this was due to a malfunction or user error. Neverthe less, there is an indication that the pt suffered a serious injury and received medical intervention due to the products.